Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a warmup issue, restart during session. It reportedly occurred frequently between (B)(6) 2026. Data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.